Event description:
Philips received a complaint on the xl+ device indicating that the battery is exhausted. There was no patient involvement. The asp evaluated the device remotely. It was determined that this was a malfunction of the battery (exhausted), the replacement for which was ordered. The device remains at the customer site and no further evaluation is warranted at this time.